Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, because the device was not returned, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus to report his event. During the call, the olympus representative noted that the issue may be a defective plug socket. The customer then determined to carry out the repair on his own. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image with 180 series scopes during procedure preparation. According to the initial reporter, he attempted replacing the cable, but that was unsuccessful. The customer went on to confirm that same cable functions properly on a known, good device. Reportedly, the subject device was able to produce an image when 190 series scopes were used. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.